Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. A partial lead with the distal tip measuring 52.5cm was returned for analysis. Internal insulation abrasion was noted at 10.7-11.9cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location. External insulation abrasion was noted at 38.1-39.1cm from the distal tip consistent with lead friction the ICD can. The etfe coating was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.